Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that there was a defect, and was missing the needle. The following information was provided by the initial reporter: wingset is missing a needle.

Manufacturer narrative:
The following fields have been updated with corrected information: b.5. Describe event or problem: it was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that there was a defect, and was missing the needle. The following information was provided by the initial reporter: wingset is missing a needle d.3. Medical device manufacturer: becton, dickinson and co., (bd) ¿ sumter, sc / 29153 d.4 medical device catalog #: 367363 d.4. Medical device lot #: 2129069 d.4. Medical device expiration date: 30-apr-2024 d.4. Unique identifier (UDI) #: (B)(4) g.1 manufacturing location: becton, dickinson and co., (bd) ¿ sumter, sc / 29153 h.4. Device manufacture date: 09-may-2022 h.6. Investigation summary: no customer photos or samples were received for review and analysis. As no customer photos or samples were received the scope of this investigation is limited. However, 30 retain samples were subjected to cannula pull testing to evaluate the force required to remove the IV cannula. All samples passed specification. Therefore, this complaint cannot be confirmed based on retain sample testing results. Bd is unable to confirm the customer¿s reported failure mode of separates prior to use based on retain sample testing analysis. Additionally, 100 retain samples were subjected to a visual inspection for missing needle. All samples passed the test exhibiting an IV cannula. Therefore, this complaint cannot be confirmed based on retain sample testing analysis. Bd is unable to confirm the customer¿s reported failure mode of empty/missing based on retain sample testing analysis. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. See h.10.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that there was a defect. The following information was provided by the initial reporter: customer complaints 4set bd 367364 product with lot #216047 has defect.

Manufacturer narrative:
There was another lot reported in the MDR. Below is the information for that lot: medical device lot #: 2129069. Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown. The date received by manufacturer has been used for this field. Common device name: blood specimen collection device; intravascular administration set medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.